Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire fracture occurred. Vascular access was obtained via the left femoral artery. The target lesion was located in the right proximal superficial femoral artery. A lesion in the right external iliac artery was successfully treated with a 7mmx40mmx75cm mustang balloon catheter. Next, one 185cm journey guide wire was placed in the deep right femoral artery and a second 185cm journey guide wire was placed in the right superficial femoral artery. A 2mmx40mmx144cm coyote es balloon catheter was advanced into the right deep femoral artery over a 185cm journey guide wire. During the attempt to insert a 4.0mmx60mmx150cm coyote balloon catheter into a 6f non bsc sheath the 4.0mmx60mmx150cm coyote balloon catheter buckled at hub of the 6f sheath and would not advance. Both journey guide wires were removed and it was noted that one of the 185cm journey guide wires had fractured. As a result the physician decided to remove all of the devices. All pieces of the fractured 185 cm journey guide wire were removed. The procedure was successfully completed with two different journey guide wires and a 4mmx40mm sterling balloon catheter. No further patient complications were reported and the patient's status is listed as good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire fracture occurred. Vascular access was obtained via the left femoral artery. The target lesion was located in the right proximal superficial femoral artery. A lesion in the right external iliac artery was successfully treated with a 7mmx40mmx75cm mustang balloon catheter. Next, one 185cm journey guide wire was placed in the deep right femoral artery and a second 185cm journey guide wire was placed in the right superficial femoral artery. A 2mmx40mmx144cm coyote es balloon catheter was advanced into the right deep femoral artery over a 185cm journey guide wire. During the attempt to insert a 4.0mmx60mmx150cm coyote balloon catheter into a 6f non bsc sheath the 4.0mmx60mmx150cm coyote balloon catheter buckled at hub of the 6f sheath and would not advance. Both journey guide wires were removed and it was noted that one of the 185cm journey guide wires had fractured. As a result the physician decided to remove all of the devices. All pieces of the fractured 185 cm journey guide wire were removed. The procedure was successfully completed with two different journey guide wires and a 4mmx40mm sterling balloon catheter. No further patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the core wire and inconnel connector were fractured. The fracture surfaces were bent, indicating that the fractures may be attributable to ductile bend overload. Magnified inspection of the core wire at the fracture surface and the adjacent portions of the wire confirmed there was no evidence of any material or manufacturing deficiencies contributing to the fractures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).